Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced thrombosis of the axillaris vein and subclavia vein following implant. It was also noted the patient exhibited swelling of the left arm and required medical intervention. The outcome was resolved and the leads remain in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.